Event description:
The customer reported that the 840 ventilator graphic user interface (gui) blinked and was inoperable. There was no pt involvement. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended running ground isolation test and to replace the gui cable. Covidien was not authorized to evaluate the device.

Manufacturer narrative:
(B)(4).